Event description:
It was reported during implant that due to bad electrical values the lead was repositioned three times. After the second attempt, it was not possible to move the helix of the lead out or in. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the lead was stretched. It was noted that the distal conductor was distorted, the inner insulation was kinked/buckled, the inner insulation was torn, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. The analyst commented that the lad has been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin. The lead was received with helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.